Event description:
It was reported that the procedure was to treat a lesion located in a heavily tortuous, heavily calcified shunt. The 6mmx40mmx80cm foxcross balloon ruptured on the first inflation at 15 atmospheres, for 15 seconds. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.